Manufacturer narrative:
The manufacturer previously reported information alleging an internal battery not charging alarm occurred during an in-house test run. There was no harm or injury reported. While evaluating the device the reported issue was not duplicated during an operational inspection, but a record of an internal battery not charging error was confirmed in the error log. The software version was upgraded to address the issue.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an internal battery not charging alarm occurred during an in-house test run. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.